Manufacturer narrative:
G4:19jan2021. B4:20jan2021. The field service engineer (fse) was unable to duplicate the issue. The fse performed testing and the device passed testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31dec2020.

Event description:
A medical engineer reported that the o2 pressure decreased when switching to use with an oxygen tank. No issue was confirmed with the tank. The customer thought the pressure resistance tube likely had failure and it was replaced. Confirmed the oxygen pressure in the tube lowered, so another v60 was in use. The tube had no issue. There was no patient involvement.